Manufacturer narrative:
Initial and final MDR- (B)(4) device 1 of 1. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4) event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that the patient faced infusion set blockage issue for ten infusion sets on (B)(6) 2025. The infusion set tubing was clogged. The infusion set was in use for one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.